Event description:
Medfusion 4000 syringe pumps are unable to auto detect a 1ml or 3ml syringe as the syringe barrel is too similar in diameter. Device requires users to manually select size is syringe is 1ml or 3ml. Pump cannot detect or pause infusion if incorrect size is manually selected. Several reports each year of pumps infusing too quickly or slowly due to incorrect manual selection of syringe size (the latest was reported occurring on [date redacted]). Manufacturer response for syringe pump, (brand not provided) (per site reporter). Previously have reached out to vendor regarding this issue; confirmed that pump is not able to autodetect syringe sizes this small.